Manufacturer narrative:
Giuseffi, s. A., streubel, p., sperling, j., & sanchez-sotelo, j. (2014). Short-stem uncemented primary reverse shoulder arthroplasty: clinical and radiological outcomes. The bone & joint journal, 96-b(4), 526-529. Doi:10.1302/0301-620x.96b3.32702 . The product remains implanted and therefore is not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on a review of the journal article, "short-stem uncemented primary reverse shoulder arthroplasty" which aimed to determine the safety and early complication rate of reverse tsr using an uncemented short humeral stem. One patient was identified in the article who had superficial infection shoulder which resolved with oral antibiotics,onset of infection unknown on an unknown date. There has been no further information provided and the patient outcome is unknown.